Manufacturer narrative:
Skin infections such as abscesses appear within days after injection. These are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Infections are usually caused by an association of multiple bacteria that invade the wound at the site of injection due to a temporary disruption of the skin barrier. Lack of asepsis during injection and/or posttreatment care and intraoral injections are common etiologies for this complication. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teoxane products. This is default text configured for block h10.

Event description:
Abscess [abscess]. Doesn't hurt like before [pain]. Case narrative: on (B)(6) 2025, primevigilance notified teoxane geneva of an adverse event. According to the information received, a patient was injected on (B)(6) 2025 with rha 4 mepi with a needle in the nasolabial folds. On an unspecified date, the patient experienced a full-blown abscess in the nasolabial folds. Another patient injected by the same injector also experienced the same adverse event (rc/2509083). According to the additional information received on (B)(6) 2025, both nasolabial folds were affected, and on (B)(6) 2025 pain was decreasing. The patient started antibiotics (clindamycine) on (B)(6) 2025. The outcome of the event was unknown. Due to the severity of the event the case was assessed as reportable to FDA. Despite several reminders, no further information could be retrieved. The complaint was considered closed.